Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported through medwatch (mw5080901) "have stryker total knee replacement in 2015. Still knee hurts and swelling. Lucency between femoral component and the femoral on the anterior aspect, right knee is still giving out. "Hale" osteoporosis, still wearing knee brace, cane and walker. Also, there is a slight lateral tilt to the patella, stryker total knee replacement will not stop hurting, will not stop swelling, pain is a lot. Doctor said I need total knee replacement."